Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: 32-8105-025-06, humeral assembly 6 in, lot # 62196127; 00-1119-140-01, palacos lvg 1x40 single, lot # 75394316; 32-8105-025-01, cm pinbush replace. Kit smlreg, lot # 62354122. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 07062.

Event description:
It was reported that approximately 5 years post implantation, the patient has been indicated for a revision of the humeral and ulnar components due to unknown reasons with the current information provided. Attempts have been made and no further information has been provided.